Manufacturer narrative:
No device was returned for evaluation. The contract manufacturer conducted a review of the manufacture records for the lot number reported. Their investigation revealed the device was manufactured and inspected according to specification with no non-conformances or abnormalities. The manufacture process includes a 100% leak test performed as a last step in the process. This test would have detected any leaks, holes, or weak spots if it had existed at the time of manufacture. Without an evaluation of the device a definitive root cause cannot be determined but is not likely manufacture related. The instructions for use (IFU) contains the following warnings and precautions: do not use sharp instruments near the extension tubing or catheter lumen. Do not use scissors to remove dressing. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
During cleaning procedure two (2) holes were made in the catheter lumen. The catheter was changed accordingly. Device was discarded and not available for evaluation.

Manufacturer narrative:
Under investigation. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.